Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the emergency room reporting an inappropriate shock without additional symptoms reported. Upon interrogation, the patient's right ventricular lead was found to have over-sensing of noise, which led to the inappropriate shock and inappropriate antitachycardia pacing. An electromagnetic interference source was suspected as the source of the over-sensing. No interventions were scheduled or performed. No additional patient consequences were reported.